Event description:
A pt reported blood glucose results of "111 mg/dl" with a lifescan meter and "144 mg/dl" on lab device, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.